Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece. Visual inspection found a full breached outer insulation degradation adjacent to the connector boot. The outer coil was found to be exposed at this location. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.